Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The eval confirmed the delayed keypad response, caused by a failing processor printed circuit board (pcb). The failing processor pcb was replaced. Baxter has initiated a CAPA to further investigation this issue.

Event description:
During baxters device eval, the device was found to display a delayed keypad response. There was no pt involvement.